Manufacturer narrative:
(B)(4). Surgical notes or x-rays were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed. These devices are used for patient treatment. A definitive root cause could not be determined with the information provided. Zimmer package inserts list inflammation as a possible adverse effect of surgery.

Event description:
It is reported that the patient is experiencing swelling and the knee is hot to the touch. A culture taken was negative for infection.

Manufacturer narrative:
Other devices used: catalog #42532007902, persona cemented stemmed tibial component, lot #62626713; manufactured at zimmer (B)(4). Catalog #42540200041, all poly patella, lot #62625479; manufactured at (B)(4). Catalog #42500606802, persona cemented femoral component, lot #62634101; manufactured at (B)(4). Updated information was received via product information and primary operative notes. The primary surgery notes confirm that the patient underwent right total knee arthroplasty for having osteoarthritis. Review of primary operative notes does not indicate root cause. The routine total knee arthroplasty performed with full passive extension, deep well balanced flexion and midline tracking of the prosthetic patellofemoral joint was noted. No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. A definitive root cause cannot be determined with the information provide.